Event description:
When pushing the plunger to administer pfizer vaccine, the needle retracted from the left deltoid causing the vaccine to run down the patient's arm. It was a vanish point syringe, lot # g201122, exp date 10-28-2025. FDA safety report ID# (B)(4).